Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the pump wont turn on after the water entered the battery compartment. Customer stated that contacts on the battery cap were neither damaged nor missing. Display did not returned after insulin pump restarted. Customer stated battery compartment was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.